Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the tome failed to bow inside the patient. No visible damage was noted to the device. The procedure was completed with another hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". This event has been deemed reportable based on the investigation finding: catheter torn.

Manufacturer narrative:
(B)(4) catheter torn. Visual evaluation of the returned device found that the working length of the device was torn and melted at the distal pierce hole, displacing the cutting wire about 7 mm. The exposed cutting wire length and torn/melted length were measured, and it was found that the cutting wire length was within specifications before the melting/tearing occurred. Functional evaluation found that the device failed to bow due to the torn/melted working length, since this shortened the cutting wire. Review and analysis of all available information indicated the most probable root cause for this event was operational context since procedural and/or anatomical factors encountered during the procedure could have affected the device and its performance. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.